Manufacturer narrative:
Retainer ring = black; case type = ngp. On 01-feb-2023, the customer alleged for short battery life. Pump passed the displacement test, active current test, and self-test but failed the sleep current test due to moisture damage on pcba 1. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found multiple alarms on the event date of 01-feb-2023 and a week prior: low battery alarms on 01/28/2023 05:28:00.000. Replace battery alert on 01/28/2023 14:59:00.000. Replace battery now alarm on 01/28/2023 15:30:00.000. Power loss alarm from 01/28/2023 18:28:53.000. Failed batt/battery failed alarm on 02/01/2023 14:29:06.000. Stuck key alarm on 01/29/2023 20:55:18.000 to 01/29/2023 21:05:00.000. No stuck key alarms/unexpected battery alarms/alerts noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. All buttons functioned properly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump passed all other required testing but failed the sleep current test. Unexpected battery power loss and short battery life were confirmed due to high sleep current caused by moisture damage confirmed on pcba 1 and force sensor. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Stuck button alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had reported shortened battery life with pump. The customer received pump alarm with ¿replace battery¿ or ¿replace battery now¿. No harm requiring medical intervention was reported. The troubleshooting was performed and there is no indication that the issue was resolved. The customer will discontinue to use the device. The device will be returned for the product analysis.